Event description:
It was reported that, while treating a lower pole stone, the fiber snapped in half and burned the hand of the physician. The emergency stop button was used, the fiber was disconnected and replaced. The procedure was completed without patient complications. The physician stated he believed the fiber snapped in half due to excessive torquing of the scope, a 2 cm bend/ full deflection was used to reach the stone. The burn did not require any treatment and all the pieces of the fiber were removed from the patient. No patient complications were reported.